Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility in (B)(6) reported that the tubing of an opt980 optiflow + mask interface adapter was found damaged before patient use. There was no patient involvement.

Event description:
A healthcare facility in china reported that the tubing of an opt980 optiflow + mask interface adapter was found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The opt980 optiflow + mask interface adapter is used to deliver humidified respiratory gases to patients. The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's interface. Method: the complaint opt980 optiflow + mask interface adapter was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed the tubing of the opt980 optiflow + mask interface adapter was torn next to the mask adapter. Conclusion: we are unable to determine the cause of the reported event. However, based on our knowledge of the product, the reported event was likely caused by the cannula being subjected to excessive force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt980 optiflow + mask interface adapter would have met the required specifications at the time of production. The user instructions which accompany the opt980 optiflow + mask interface adapter show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube." "Failure to use the set-up described above can compromise performance and affect patient safety."